Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Facility rep called in and stated that the end user called in and stated that the left recline cylinder is not holding.